Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 77, 79, 91, 103, 160, 139 mg/dl vs. 208 lab; unknown to which meter result the lab result was compared. Tests were done within 21-30 minutes with a difference of > 20%, per reported issue notes. Pt did not experience any adverse events. No further info has been reported.